Manufacturer narrative:
Eval result: leg.

Event description:
It was reported by svc report that the leg on the bariatric chair was cracked at time of delivery. No pt involvement or adverse consequences are reported.